Event description:
A malfunction alarm identified as "malf 16 - 0x20e6" was reported, and it persisted even after a reset attempt. There was no adverse impact to the customer's blood glucose level. Technical support provided information on resetting the pump, but since the malfunction recurred, they arranged for a pump replacement. The customer, who was using the pump under warranty, acknowledged instructions to put the pump in storage mode and return it using a pre-paid label within ten days, while using multiple daily injections (mdi) as a backup insulin therapy.